Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported there was unstable speed. A rotapro console was selected for use an percutaneous coronary intervention (pci) procedure of the left anterior descending artery (lad) and diagonal. A non-bsc hemostatis valve was used. During the procedure, there was a sudden increase in speed from 153,000rpm to 253,000rpm. After it was noted, the procedure was stopped. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was visually examined and it showed no damage. Functional analysis done by completing the rotapro manual final testing of the console. Test results showed that this device did perform as designed per the test procedure and it had stable speed. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported there was unstable speed. A rotapro console was selected for use an percutaneous coronary intervention (pci) procedure of the left anterior descending artery (lad) and diagonal. A non-bsc hemostatis valve was used. During the procedure, there was a sudden increase in speed from 153,000rpm to 253,000rpm. After it was noted, the procedure was stopped. There were no patient complications reported and the patient's status was stable.